Manufacturer narrative:
Section h4: correction. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2017. Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of (B)(6). A direct correlation between the device and the reported elevated ldh and aortic insufficiency could not be determined through this evaluation. Moreover, review of the submitted system controller log files confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the elevated parameters could not be determined through this evaluation. The submitted system controller log files cumulatively contained data from the date of the pump exchange on (B)(6) 2020 through (B)(6) 2020 and showed the pump operating at the fixed speed of 9000 rpm. Pump power initially remained generally stable in the range of about 4.5-6.0 watts until the evening of (B)(6) 2020 when an elevation in power up to 11.5 watts was captured, which was associated with a pi event. Subsequently, consistently higher powers ranging from about 7.0-8.0 watts were noted, even during data entries after the data logger was set to record at 30-minute intervals on (B)(6) 2020. An additional significant elevation in pump power up to 11.3 watts associated with a pi event was noted the afternoon of (B)(6) 2020. All higher pump power values correlated with higher estimated flow values peaking at 11.5 lpm. Despite the elevated pump power/estimated flow values, the system appeared to be operating as intended with no atypical alarms or abnormal low speed/pump stoppage events recorded. Upon receipt of the device, visual inspection of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The returned portions of the sealed outflow graft showed no evidence of distortion such as twisting or kinking. Prior to disassembly of the pump, the rotor rotated freely within the blood tube when manipulated by hand. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of (B)(6) revealed normal pump power consumption and pressure values that were within manufacturing specification. The pump operated as intended. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 "system monitor" notes that the selected speed may be adjusted based on clinical judgment regarding the need for periodic aortic valve opening and a palpable pulse. This section explains how to determine the optimal fixed speed setting for the patient by performing a ramped speed study using echocardiography. Section 4 also addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate ii lvas. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange on (B)(6) 2020 was reported under MFR. Report # 2916596-2020-01391. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent an hmii to hmii pump exchange on (B)(6) 2020 and afterwards was experiencing high powers and high flows. The log file captured above baseline powers on (B)(6) 2020 with power noted in the 6-7w range and as high as 11.5w. Some of these higher powers were associated with pi events. The patient also had elevated lactate dehydrogenase levels and severe aortic insufficiency with stable but indirect hyperbilirubinemia. The patient then underwent an hmii to hm3 exchange and aortic valve replacement on (B)(6) 2020.